Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was discovered that the when the trigger of batter oscillator device was squeezed, the locking knob of the device became loose and the bone saw came off. It was reported that the locking knob was not flush with the saw head and there was a 1cm gap between them. The surgeon tried to tighten the locking knob, but the knob was too tight and the locking knob eventually came off. It was reported that there was a 30 minute delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. E1: the reporter¿s phone number and complete facility address were not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed visual inspection due to loose knob. It was further observed that the saw blade of the device could not be attached. It was further determined that the device failed pretest for check quick coupling for saw blades fail, check function of device, check oscillation frequency with frequency meter and mode switch-test. The assignable root cause was determined to be traced to device design.